Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programed a bolus for 25 grams and pump calculated a bolus of 1.98 units; however, it was alleged that the pump delivered a bolus of 18 units. Customer started to go into insulin shock. Customer stopped insulin delivery. An ambulance was called and with parent's assistance, customer was treated preventing further health issues. The pump maximum bolus setting at the time of the event was set to 20 units. After the event, the maximum bolus setting was updated to 10 units by the customer¿s healthcare provider.

Manufacturer narrative:
The initial manufacturer incident report was submitted inadvertently, as the report was already submitted under mfg report #3013756811-2024-187407 for (B)(4).